Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/essure coil in lus') in an adult female patient who had essure inserted. The patient's medical history included uterine perforation and penicillin allergy. Previously administered products included for an unreported indication: medroxyprogesterone acetate, minastrin, ultram and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2015, essure coil in lus. Based on the available information, a review of our complaint records, and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/essure coil in lus') in an adult female patient who had essure inserted. The patient's medical history included uterine perforation and penicillin allergy. Previously administered products included for an unreported indication: medroxyprogesterone acetate, minastrin, ultram and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: -essure coil in lus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report